Manufacturer narrative:
Reference MFR report # mw5076365.

Event description:
A report was received that the patient had burns and blisters on the lower back, four days after completing a magnetic resonance imaging (MRI) for the shoulder. The patient had red circular burns and discomfort on each side of the incision site where the ipg pocket was. The patient was properly screened and confirmed to be MRI-safe before undergoing the said procedure. It was noted that the burns had decreased in size over the days. No further information could be obtained.